Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when the nurse was preparing for the puncture, she opened the needle and found that the needle was damaged and the safety device was disassembled. She did not use it. She opened a new needle for puncture. The affected device was not used on a patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged needle tip is confirmed; however, the exact cause is unknown. One photograph of a powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed the needle tip was damaged and curled inwards. No obvious evidence of use was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the nurse was preparing for the puncture, she opened the needle and found that the needle was damaged and the safety device was disassembled. She did not use it. She opened a new needle for puncture. The affected device was not used on a patient. No other information was provided.